Event description:
The device was being used to treat a pt. Reportedly, the device analyzed the pt 3 times and rendered a no shock advised decision on each analysis. An advanced life support crew arrived on scene and the device was removed and a second device was connected to the pt. The second device showed the pt's rhythm; which was described by the paramedics to be fine ventricular fibrillation. The pt's outcome was not reported.